Event description:
Customer reported the system is displaying black images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a bent pin in the interconnect cable connector. System operates as intended.